Event description:
Analysis was completed on the returned handheld. Review of the handheld indicated no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard indicated the flashcard and software performed according to specifications.

Event description:
Phone call from regional manager (B)(4), in (B)(4), on (B)(4) 2012, communicating that a doctor's handheld computer's screen is non-reactive. The product will be returned and replaced. An return goods authorization number is requested. The physician reporting the issue is dr (B)(6), at (B)(6).